Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a heavily calcified and tortuous lesion in the left anterior descending (lad). The 3.0x23mm otw xience alpine stent delivery system (sds) failed to cross the lesion. During retraction of the sds, the stent dislodged at the guiding catheter. The sds balloon was used to push the dislodged stent distally then a 1.5mm balloon was inflated inside the dislodged stent to slightly expand it. The sds balloon was then used again to deploy the dislodged stent proximal to the target lesion. A xience sierra stent was used to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined that the reported failure to advance, stent dislodgement, foreign body in patient and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.